Manufacturer narrative:
The catheter used to complete the therapy was returned for investigation. Visual inspection confirmed that the braided tubing was broken with the internal stiffing wire exposed along an area approximately 10 cm long. All exposed areas of the msd display kinks and abrasions. The msd was doubled over and twisted inside the iddc. The iddc had accordion damage under the strain relief. No evidence of a manufacturing defect was observed. This type of break usually occurs after mechanical damage was done to the shaft, potentially during insertion, and a user applies a force greater than what it is designed for causing external mechanical damage to the msd shaft. Review of the device history record indicated that the product was manufactured according to specification and met all acceptance criteria prior to release. No adverse patient outcome was reported with this event. The physician reported the patient's pao occlusion was completely cleared and the patient was stable.

Event description:
It was reported that during a peripheral arterial occlusion (pao) case, the doctor used a 40 cm treatment length ekos catheter and a 7 (B)(6) introducer sheath. The bifurcation was reportedly very tortuous. The physician placed the 40 cm ekos with a lot of difficulty. Upon completion of therapy, the pao occlusion was completely cleared and the patient was reportedly stable. The physician reported the core wires were shredded after the device was pulled. There is no patient sequela reported at this time.